Event description:
Pt was using a saline flush to flush a triple lumen hickman catheter. Her frequency of flushing is weekly flush of each lumen with 5ml saline. Within 60 mins of each weekly flush, pt had a sustained fever of 101'f which was treated by an antibiotic. Dose or amount: 5ml, frequency: weekly, route: each catheter (3 lines). Dates of use: #1, 2009 and #2, 2009. Event abated after use stopped: yes.